Event description:
A caregiver of a child (customer) reported obtaining a higher glucose reading when scanning the adc device compared to the built-in meter. On (B)(6) 2022, a sensor scan of 378 mg/dl was obtained, and the customer was crying and was tired. The caregiver injected the customer with 4 units of novorapid insulin, then obtained a blood glucose test result of "lo" (less than 20 mg/dl) on the built-in meter compared to sensor reading of 378 mg/dl. The results when plotted on a parkes error grid fell into the "e" zone showing the difference in values to be clinically significant. The customer was then provided 35 g of sugar by the caregiver for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver of a child (customer) reported obtaining a higher glucose reading when scanning the adc device compared to the built-in meter. On (B)(6) 2022, a sensor scan of 378 mg/dl was obtained, and the customer was crying and was tired. The caregiver injected the customer with 4 units of novorapid insulin, then obtained a blood glucose test result of "lo" (less than 20 mg/dl) on the built-in meter compared to sensor reading of 378 mg/dl. The results when plotted on a parkes error grid fell into the "e" zone showing the difference in values to be clinically significant. The customer was then provided 35 g of sugar by the caregiver for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.